Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that nine pcu keypads will not power up, buttons would not work. There was no patient involvement.

Event description:
It was reported that nine pcu keypads will not power up, buttons would not work. There was no patient involvement .

Manufacturer narrative:
Correction: please disregard file as this is a duplicate to manufacturer report number: 2016493-2020-78313.